Manufacturer narrative:
Customer to clean the cooling fan filter and run the unit to verify the alarm does not return. Informed customer if the rpms are good and the filter is clean and he still gets the alarm he may need to replace the blower. No further service call received from this customer.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. This is pending repair information and patient information.

Event description:
The customer reported that the ventilator failed with blower temperature high error. The customer reported that it is unknown if the unit was in use on patient and if there's any patient harm reported.